Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial and right ventricular leads were capped and replaced on (B)(6) due to an oversensing issue. The patient's pulse generator was also removed and replaced due to a potential device issue. No further information was available.